Event description:
(B)(4).

Manufacturer narrative:
The astral device was returned to (B)(4) and a preliminary evaluation was performed. A review of the downloaded error logs confirmed that a single occurrence of system fault 180, indicating a battery charger fault, was triggered. The technical investigation found the root cause to be the main circuit board (pcb). The customer was provided a replacement device to address this issue. There were no adverse events reported for this incident. (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The reported power failure was confirmed through review of the device logs. The investigation determined that the device fault was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable.